Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.6-3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 09:00 was 2.4 inr. The result from the laboratory at 09:30 was 3.3 inr. The customer¿s therapeutic range is 2.0-3.0 inr.